Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle detached from the protective sleeve while using the bd saf-t-intima¿ IV catheter safety system. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "in neurosurgical ward 1, the tip was found to be detached from the tip protective sleeve when the tip was withdrawn from the tip protective sleeve using winmar product. This problem caused the safety pin to be able to stab the nurse's hand, the nurse has reported to the warehouse."

Manufacturer narrative:
H6: investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the needle detached from the protective sleeve while using the bd saf-t-intima¿ IV catheter safety system. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: "in neurosurgical ward 1, the tip was found to be detached from the tip protective sleeve when the tip was withdrawn from the tip protective sleeve using winmar product. This problem caused the safety pin to be able to stab the nurse's hand, the nurse has reported to the warehouse."